Event description:
It was reported that core wire premature detachment occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Venous access was obtained and transseptal puncture (tsp) was performed with a versacross large access (la) dilator and versacross radiofrequency (rf) wire in a suboptimal trajectory. Tsp was re-performed in an inferior and mid stick after shaping the versacross (la). A watchman fxd curve access system (was) and 20mm watchman flx pro closure device and delivery system (wds) were prepped and inserted. The closure device was deployed in the laa proximally, and as the physician went to recapture the closure device it detached inadvertently from the core wire and settled in the descending abdominal aorta. Bilateral femoral artery access was obtained with 20 french sheaths. A non-boston scientific snaring device was inserted and percutaneously removed the closure device into the 20 french sheath from the left femoral artery. Both 20 french sheaths were removed and during groin closure, hypotension was noted. A blood transfusion was given, and the blood pressure recovered. At an unknown time post procedure, an emergency blood transfusion was initiated due to signs of bleeding. The patient was sent to the cardiovascular operating room to identify bleeding location, and it was suspected to be a retroperitoneal bleed from the femoral artery. The patient is stable and is expected to fully recover.